Manufacturer narrative:
(B)(4). Batch # p5765t. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Event month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during an unknown procedure staple formation was not properly formatted at the distal end. Reinforcement suture was used. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p5765t . Device evaluation: the analysis found that one ntlc75 device was returned with no apparent damage and with two reloads present. The reloads were received fully fired. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Cartridge b & c: sr75, p56j28, fully fired cartridge.